Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. The patient reported his stimulation became very strong without prompting and then turned off. Reprogramming was unable to resolve the issue. Lead diagnostics showed multiple high impedances. Surgical intervention may be pending to address the issue.